Event description:
It was reported the patient presented after a cardiac catheterization procedure with a syncopal episode. Upon interrogation, it was found the pacemaker was in backup mode. The pacemaker was restored successfully. The patient was discharged the following day.